Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing on the right ventricular (rv) channel. No asystole greater than 2 seconds was observed/reported and there were no adverse patient effects. The device was explanted, replaced and returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Additionally, the memory log was reviewed and it was discovered that there was a time when this device did not capture r-wave signals. It was determined that the device's ventricular sensitivity parameter was set at least sensitivity. From there, the laboratory technician changed the device's setting to nominal and the device started sensing appropriately. It was confirmed that the device was capable of delivering both brady and tachy therapies as programmed. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. Hence, the failure of the device to sense r-wave while it was implanted could have been due to improper setup of the sensitivity parameter.